Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to treat a severe (>90%) stenosis of the distal pectrous segment of the right internal carotid artery. The lesion was pre-dilated using a non-medtronic balloon resulting in fairly good results but sub-optimal. The physician then attempted to deliver integrity 3.0mm x 12mm stent but was unsuccessful. A second integrity 3.0mm x 9mm stent was attempted however this stent could also not be delivered. It was reported the 3.0mm x 9mm stent dislodged from the delivery system. Attempts were made to retrieve the stent but were unsuccessful. It was reported that a dissection was noted in the right internal carotid with partial closure of the internal carotid artery. The physician aborted the procedure and removed all intervention equipment. It was reported that the patient suffered a stroke and paralysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.